Event description:
The hcp reported that, during implant, the titanium tip of the catheter detached. The catheter was removed, but the tip remained in the pt's upper thoracic spine. A 2nd catheter was implanted. A follow up report will be sent when additional info is received.